Event description:
It was reported that a patient in the (B)(4) study died. The discharge death note states, "sustained vt" (ventricular tachycardia), and that the patient had been in the intensive care unit after a vt arrest. It was further noted that the patient was in a "continuously [ ] shockable rhythm," and (B)(6) shocks had been delivered by the implantable cardioverter defibrillator (ICD). Further noted was that there was no cause-and-effect relationship between the ICD/the study and the patient's death. Additional documentation shows that the patient's cause of death was ventricular fibrillation, ventricular tachycardia, mitral regurgitation, "ICD implantation state," and dilated cardiomyopathy. Comorbidities include diabetes mellitus, hypertension, remote history of (B)(6), myocardial infarction, and congestive heart failure.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.